Event description:
This complaint was created due to the receipt of a medsun report ((B)(4)) received on 23dec22. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 410-2000 cga, surefit ground pad with 10ft cabel, 100/case. The report states this was a device malfunction not an adverse event. The report states that on (B)(6) 2022 the ¿current grounding pads that that were being used do not adhere adequately to a patient's skin¿... There was no report of patient or user impact or injury. Further assessment was sent; however, the reporter responded, ¿I don¿t have any further information than what was provided in the medsun report¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 54 reports, regarding 1,301 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Additionally, the IFU advises to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medsun report (B)(4) received on 23dec22. A search of the complaint system has not found a complaint reported for this device/lot number during this timeframe. The report was found to be written against the 410-2000 cga, surefit ground pad with 10ft cabel, 100/case. The report states this was a device malfunction not an adverse event. The report states that on (B)(6) 2022 the ¿current grounding pads that that were being used do not adhere adequately to a patient's skin¿... There was no report of patient or user impact or injury. Further assessment was sent; however, the reporter responded, ¿I don¿t have any further information than what was provided in the medsun report¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.